Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited loss of capture, high pacing impedance, and diaphragm stimulation. Programming changes were successfully completed. The patient was stable.